Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Section d4 was updated with the serial number. The olympus service center confirmed the serial number after plugging the device in using a test cable. The reported event with the b30 scope communication error was confirmed and due to a faulty cable unit. The missing serial number plate was confirmed. In addition, the coupler movement is not smooth. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a cable failure due to the user applying a force such as twisting or stepping on the cable. As stated in the instructions for use, the event may have been prevented: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the initial evaluation and investigation have been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus representative the camera head had a b30 error message during preparation for use. Also, the device is missing the serial number plate. No patient harm or injury was reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.